Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited low p-wave amplitude leading to undersensing of atrial fibrillation. Programming changes were implemented. The asymptomatic patient was in stable condition.